Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 06/24/226. Data was provided for investigation. An analysis of the performance data was indicated that on (B)(6)2025 the alerts were functioning as intended. A sensor failure was detected at 12:25 am due to very low counts aberration and the sensor failure alerts incrementally increased as intended from 12:25 to 8:00 am. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient passed away. The patient's daughter contacted dexcom to report that the patient passed away on (B)(6) 2025. The patient's daughter stated she believed that the patient passed away because the sensors kept failing. She reported that nobody was getting the alerts tha that the patient was hypoglycemic when the sensor failed (4 followers which are the patient's daughter, sister, and 2 granddaughters), and by morning, the patient was not awake. She stated that they only had "no data." The patient's sister was unable to wake the patient for breakfast. The patient had been using an iphone 12 and the sensor had been inserted on the arm (B)(6) 2025. The patient reportedly went to sleep at 2100 with an alarm set for 2300 to wake for a snack and to give her basal insulin before going to bed. The patent reportedly woke again at 0200 with a cgm reading of 200 mg/dl. An hour later, the daughter was with the patient because she could not go to sleep, and the dots were going down. Then it stopped at 100 mg/dl, and it was fine at 100 mg/dl. Then, all of a sudden, it was sporadic dots. The daughter explained that when "it fails", they get sporadic dots, all over the place, no longer in a line. The daughter described "one here, one here, one over here, one up there, it was, is all that." Then after 15 minutes or so, there was no data. The daughter figured that she would hear any further alarms, if needed, and went back to sleep. The patient and the rest of the family went to sleep with the phone volumes set "extra loud" so they would hear the devices; however, the daughter said they never alarmed. The low glucose alert was reportedly set to 120 mg/dl. From 0100-0300, they don't know what happened, but this was believed to be the time of death, according to the coroner. The daughter says the followers no longer had numbers after that. The patient's daughter reported that the patient's death certificate shows that the cause of death was cardiac arrest. The patient reportedly had toxicology as well and results were not provided. The sensor was removed by the doctor when the patient was picked up. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.